Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and dysfunctional uterine bleeding ("dub") in a 25-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Plaintiff declines using an iud states they hurt. Previously administered products included for an unreported indication: yaz in 2011, nuva ring, ovcon 35, depo provera and sprintec. Concurrent conditions included ovarian cyst (surgical removal), chronic back pain, anemia, antepartum, postpartum depression, cervical dysplasia, human papilloma virus infection, bladder suspension, colposcopy, human papilloma virus infection, asthma, obesity, depression, endocervicitis, vaginitis, vulvovaginitis, ache and nausea. Concomitant products included drospirenone w/ethinylestradiol (yaz), medroxyprogesterone (depo provera), nuvaring and oral contraceptive nos for contraception as well as cilest (sprintec), colecalciferol (vitamin d), escitalopram oxalate (lexapro), iron, normensal (ovcon) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). On (B)(6) 2013, 1 year after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). In 2013, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), metrorrhagia ("bleeding between periods"), vaginitis gardnerella ("vaginal-gardnerella"), urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, metrorrhagia, vaginitis gardnerella, pelvic pain, vaginal infection, urinary tract infection and cystitis outcome was unknown. The reporter considered cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, nausea, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginitis gardnerella to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain,dysmenorrhea,yspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: historical drug and events infection (vaginal, bladder and urinary) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and dysfunctional uterine bleeding ("dub") in an adult female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst (surgical removal), chronic back pain, asthma, anemia, antepartum, obesity, postpartum depression, cervical dysplasia, human papilloma virus infection and bladder suspension. Concomitant products included drospirenone + ethinylestradiol (yaz), medroxyprogesterone (depo provera), nuvaring and oral contraceptive nos for contraception as well as cilest (sprintec), colecalciferol (vitamin d), escitalopram oxalate (lexapro), iron, normensal (ovcon) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and metrorrhagia ("bleeding between periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and metrorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, nausea, pelvic infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Lot number received, product information updated, concomitant condition added, concomitant drug added, event medical device removal and device complications was replaced with pelvic infection, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, dysfunctional uterine bleeding, metorrhagia. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and dysfunctional uterine bleeding ("dub") in a 25-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Plantiff declines using an iud states they hurt. Previously administered products included for an unreported indication: yaz. Concurrent conditions included ovarian cyst (surgical removal), chronic back pain, anemia, antepartum, postpartum depression, cervical dysplasia, human papilloma virus infection, bladder suspension, colposcopy, human papilloma virus infection, asthma, obesity, depression, endocervicitis, vaginitis, vulvovaginitis, ache and nausea. Concomitant products included drospirenone + ethinylestradiol (yaz), medroxyprogesterone (depo provera), nuvaring and oral contraceptive nos for contraception as well as cilest (sprintec), colecalciferol (vitamin d), escitalopram oxalate (lexapro), iron, normensal (ovcon) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), metrorrhagia ("bleeding between periods") and vaginitis gardnerella ("vaginal-gardnerella"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, metrorrhagia, vaginitis gardnerella and pelvic pain outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, nausea, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginitis gardnerella to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain,dysmenorrhea,yspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and dysfunctional uterine bleeding ("dub") in a (B)(6) female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Plaintiff declines using an iud states they hurt. Concurrent conditions included ovarian cyst (surgical removal), chronic back pain, anemia, antepartum, postpartum depression, cervical dysplasia, human papilloma virus infection, bladder suspension, colposcopy, human papilloma virus infection, asthma, obesity, depression, endocervicitis, vaginitis, vulvovaginitis, ache, nausea and operative pain.. Concomitant products included drospirenone + ethinylestradiol (yaz), medroxyprogesterone (depo provera), nuvaring and oral contraceptive nos for contraception as well as cilest (sprintec), cholecalciferol (vitamin d), escitalopram oxalate (lexapro), iron, normensal (ovcon) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), metrorrhagia ("bleeding between periods") and vaginitis gardnerella ("vaginal-gardnerella"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, metrorrhagia, vaginitis gardnerella and pelvic pain outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, nausea, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginitis gardnerella to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain,dysmenorrhea,yspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events" vaginitis gardnerella, pelvic pain ",race, reporter information are reported from pfs. Historical and concomitant condition are added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.